Event description:
It was reported that the patient stated that he has an obvious decline in hearing since (B)(6) 2011. Problems of outer devices have been excluded and history of head trauma was denied by the patient and his guardians. Testing carried out on (B)(6) 2011 shows, that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.